Event description:
It was reported that during a cervical disc replacement procedure, the bur skipped off the bone while attempting to drill. It was further reported that the pt later suffered from paralysis. The manufacturer sales representative reported that the surgeon and theatre manager did not believe this was a device-related injury. It is believed that multiple factors played a role. Attempts to obtain additional information from the user facility have been unsuccessful.

Manufacturer narrative:
The drill and associated drill attachment were received and evaluated by the u.s. Manufacturer. The reported issue could not be replicated. Based on the results of the device evaluation, the drill and attachment performed according to all manufacturing quality specifications. Additionally, the devices underwent cut testing with a bone cutting bur, and no jumping/chattering/wobbling of the bur was observed.